Manufacturer narrative:
A partial lead measuring 58.3cm was returned for analysis. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
It was reported that the patient developed an infection. The patient presented for procedure on (B)(6) 2018 and the system was explanted. The patient was stable throughout the procedure.

Event description:
New information received on 8/22/18 indicating that patient developed pocket infection.